Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call indicating that the insulin pump alarm button error. Customer's blood glucose was unknown mg/dl. The customer stated that they received a motor error, remove the battery and when she put it back she got button error. The customer was advised that the device would be replaced and agreed to return the product for analysis. The customer was advised to discontinue use of the device and revert to a backup plan. The customer reported via phone call indicating that the insulin pump alarm motor error during basal. Customer's blood glucose was unknown mg/dl. The customer stated that she was splash was covered and doesn't believe that the device was expose to moisture/liquid. Customer stated they are unable to completely rewind sequence. The customer was advised that the device would be replaced and agreed to return the product for analysis. The customer was advised to discontinue use of the device and revert to a backup plan.

Manufacturer narrative:
The insulin pump passed the displacement test, rewind, basic occlusion test, occlusion test, prime test, and excessive no delivery alarm tests. No motor error alarm was noted and the motor passed the motor test. The insulin pump had intermittent button response due to corroded keypad traces. No button error alarm was noted. The insulin pump was received with a broken belt clip slot, broken reservoir tube lip, cracked case near the display window corners and a stained end cap sticker.